Manufacturer narrative:
Analysis of the returned product is not able to provide relevant information for infection-related allegations. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.

Event description:
It was reported that the patient implanted with this pacemaker and lead experienced an infection. The system was explanted and replaced. No additional adverse patient effects were reported.